Event description:
It was reported that the patient had his ams artificial urinary sphincter removed due to recurring incontinence as the device never worked. The patient had the original implant put in (B)(6) 2018. The device was deactivated and was not working. There was an air bubble in the pump and the device would not activate. A new ams artificial urinary sphincter consisting of a 3.5 cm cuff and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.